Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had the stealth missing on the distal tip exposing bare metal and a groove. It was also reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained the reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information based on the updated investigation closure: the root cause of the customer allegation (related to the stealth missing on the distal tip exposing bare metal and a groove) could not be identified. Based on the results of the investigation, the most probable cause of the complaint is external stress such as impacts, abrasions, or drops during handling; the accumulation of chemical stress from repeated reprocessing; and a combination of these factors.

Event description:
No additional information received from customer.